Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/delivery test, excessive no delivery test and occlusion test or verify compromised force sensor alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 102 mg/dl. The drive support cap normal. The insulin pump will be returned for analysis.